Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: delamination, crease fold, wear abrasion and white particles inner the shell. Leak test and microscopic analysis was performed which identified: delamination (>75% total separation), striated opening and non-penetrating nicks. Based on the device analysis the final assessment is: a delamination total of the valve (cohesive failure) a striated opening assessed as surgical damage consist in the use of some surgical tool.